Event description:
No identifying information was provided regarding the patient or the patient¿s components. A voluntary report was submitted by a patient to the FDA describing complications post-procedure (report number: mw5187916). According to the voluntary report, multiple appointments were required after the implant procedure to adjust therapy settings. Patient reported that the tongue moved forward with stimulation and struck the back of the teeth. Patient also experienced an uncomfortable sensation in the chest near the ipg. Patient informed the physician and representatives of these sensations, and an explant procedure was scheduled to remove the device. During the explant procedure, a defective lead was observed and suspected of causing the sensations in the ipg area. After the procedure was completed, the patient experienced post-operative tongue weakness that made the tongue deviate to the right of their mouth, causing dysarthria. Physician referred the patient to a speech therapist, which improved the symptoms but had not fully resolved at the time of this report. Patient experienced a choking episode during dinner, and the patient¿s spouse successfully performed the heimlich maneuver. Additional similar episodes occurred thereafter, for which the heimlich maneuver needed to be performed. A fluoroscopy swallow exam and an x-ray of the esophagus were completed, and it was identified that food was becoming lodged on the right side of the throat. Patient continues to experience issues with tongue pain, jaw pain, and numb lips.